Event description:
It was reported to philips that system was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.